Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value. The suspect gpio board has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The gpio board has been received by the manufacturer for evaluation. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(6): a medtronic representative went to site to test the equipment. Representative reported that gpio was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect board has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the imaging system trackers could not be seen by navigation system however patient trackers could be seen by navigation system rebooting the image acquisition system (ias) resolved the issue. The procedure was completed with the use of imaging. There was a delay of 5 minutes. No impact on patient outcome.